Event description:
Reporter alleged an unused box of test strips contained no use by date, lot number, or code number on the strips that are used with the blood glucose monitoring device system. Reporter stated there is nothing printed next to the prompts for the information on the strips. Reporter indicated no longer having the box however has the check key with the number associated with the alleged strips. Reporter did not state any actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.